Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient was twiddling ipg causing patients lead to migrate, patients anchor was modified on implant by physician and had issues with the integrity of the securing mechanism allowing the lead to pull through. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead and anchor were explanted and replaced, and the ipg was repositioned to address the issue.